Event description:
It was reported that the 9600+ sys would not fluoro. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Repaired a shorted wire in the footswitch connector. The sys was tested and found to be working as intended and placed back into svc.